Manufacturer narrative:
Evaluated two open and used reservoirs. Performed pre-fill test to reservoirs and found no leakage were observed during analysis. Checked o-rings and stopper groove for defects and none were found. Also, ran basal bolus leaking test as follow and reservoir filled with diluent and connected to a new infusion set, installed reservoir and connector into pump and reservoirs not occluded.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had no delivery. The customer¿s blood glucose level was 97 mg/dl. The customer stated that the reservoir was leaking out of the transfer guard while trying to fill it. The troubleshooting was performed and was advised to rewind pump, place reservoir in pump and run manual prime to at least 5.0 units. Customer stated that the pump did not alarm no delivery with manual prime. It was advised that changing the reservoir resolved the issue. The insulin pump will not be returned for analysis.